Event description:
It was reported that the catheter was not giving accurate measurements. The square waveform was not "very good". The arterial line was fine and tested. This was a complex case, the patient was unstable. It was further reported that the svr was very high and particularly for this patient, it was measured in the 400s, lower than expected. The venous gas was measured on the monitor at 42 but actually was measured in the operating room (or) at 59.9. There was a waveform present, but it was stated not very good. The catheter was hooked up to the cable slaved from the bedside monitor to the vigilance ii monitor. Mean arterial pressure (map) and central venous pressure (cvp) were close to the monitor measurements. Catheter was placed in the or. Customer felt that the numbers were not accurate. There were no patient complications reported.

Event description:
It was reported that during an aneurysm repair treatment procedure, patient death occurred. The patient presented to the emergency room with chronic abdominal and back pain. The procedure was emergent due to a ruptured 6.5cm abdominal aortic aneurysm. A distal dissection was also noted that continued down to the celiac and superior mesenteric (sma) arteries. The patient's vascular anatomy was noted to be severely calcified and moderately tortuous. The repair proceeded by endovascular aneurysm repair (evar). A non-bsc bifurcated stent graft was implanted in the abdominal aorta. A non-bsc contralateral limb stent was implanted in the left common iliac artery. The devices overlap. Angiography revealed no endoleaks; although a "narrowing" was noted at the origin of the left common iliac artery where the non-bsc stent was implanted. The patient's blood pressure was noted to be "unstable" during the entire procedure. A non-bsc balloon was used to "model" the non-bsc stent; however, the narrowing persisted due to a small and focal calcification. An xxl balloon was inflated and opened up the focal calcification. The xxl balloon was then used to "model" the proximal portion of the non-bsc stent graft which also was 4cm proximal to the end of the non-bsc stent. Following "modeling" the stent graft, the patient's blood pressure dropped. Angiography revealed a "constant" extravagation with unknown origin. A non-bsc iliac limb stent was implanted; however, the extravagation did not change. The non-bsc balloon was inflated to occlude blood flow and simultaneous angiography revealed that the extravagation was unchanged. The procedure was converted to an open repair. During the open repair, the patient's condition continued to deteriorate. CPR was unsuccessful and the patient died.

Manufacturer narrative:
Two attempts were made to the customer to get the device back for evaluation; there was no respond from the customer. The device has not been returned for evaluation. The lot number was not provided and we are unable to perform a device history record review.